Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test and flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse), where the reported internal leakage test and flow transducer test during pre-use check were reproduced. The o2 gas module was replaced, but has not been received for investigation. No device logs have been received. As no parts were returned for investigation, the cause of the reported failure could not be determined. (B)(4). Exemption #: e2018003 (B)(4).

Event description:
Manufacturer ref. #: (B)(4)